Event description:
It was reported that while skating, the patient took a normal stride, felt a shock and then it felt like his leg was asleep. Upon taking another stride, the patient experienced "massive and intense pain" in his leg and hip. The patient went to the emergency room. Upon returning home, the patient turned the device back on and felt painful stimulation in the wrong location - behind the knee, as well as feeling sharpness in his hip and numbness in his toes. The patient continued to report numbness, pins and needles sensation in the right foot, muscle spasms, and no control over his leg. The patient stated, "he may have ruptured scar tissue around the unit". X-rays were done with reports that the connections were fine, although it was unclear if anything had moved as the hcp was unable to compare to original x-rays. A CT scan/MRI had been ordered for further investigation. Impedance readings were normal, although the patient was in extreme pain during testing. No further outcome was reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.